Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported in the event description the scope was blurry. No harm or injury to patient reported. No negative impact in state of health reported.

Manufacturer narrative:
Correction has been made in section h6, health effect - impact code (f): 2199. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion: the customer's information can be confirmed; imaging is no longer possible. The examination revealed a broken rod lens system. The optical shaft is slightly bent. No further external damage to the optics themselves can be detected. The system tube may have been mechanically overloaded (bending/impact), causing one or more glass rod lenses to break. The damage detected cannot be attributed to a manufacturing/production defect. The damage may have been caused by clinical use/clinical reprocessing. No further action will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).